Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was recommended to request covidien service to have graphical user interface gui) printed circuit board (pcb) replaced. Covidien was not authorized to conduct the repair.

Event description:
It was reported that an 840 ventilator had an upper erratic display. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Covidien ref: (B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) with backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.